Event description:
It was reported that when the device was used during a laparoscopically assisted vaginal hysterectomy procedure, the gasket tore. Opened another device to complete the case. There was no consequence to patient.